Event description:
It was reported that a continuous glucose monitor displayed an error message. There was no reported impact to the customer¿s blood glucose level. Customer technical support guided caller through a pump reset and supported loading cartridge, after which cgm error did not reappear and sensor session was successfully restarted, and case was closed.